Event description:
A customer contacted baxter technical service regarding a system error 2240 during initial drain therapy using the homechoice system. The home patient became disconnected from the system (transfer set and patient line were disconnected). The patient did not know how they became disconnected. The service representative explained the system error and assisted the home patient to reset the alarm and unload the cassette/bags. The home patient did not reconnect to the system and started therapy over with new supplies. The patient currently pays close attention, to ensure a tight connection, when connecting the transfer set to the patient line. There was no patient injury, medical intervention associated with the reported event.

Manufacturer narrative:
Complaint was issued to report the transfer set associated with the separation from the homechoice cassette (same event).